Manufacturer narrative:
(B)(6) 2018. The customer checked the power supply as instructed by (B)(4) product support engineer (pse) and found it defective. The pse advised the customer to replace the power supply. Reportedly, the customer replaced the power management printed circuit board assembly to address the event and this resolved the issue.

Event description:
The customer reported no alternating current (ac) power. There was no patient harm reported. Patient information was requested however the customer declined to provide. The event date was not specified, estimate used.